Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant device check was performed and, a rapid threshold increase was observed in right atrial (ra) lead and suspected pacing failure. X-ray performed and confirmed ra lead dislodge. An immediate revision procedure was scheduled. During the ra lead revision procedure, the stylet could not be controlled easily, due to the patient's anatomy and the lead was explanted once and re-insertion of the lead was attempted from another newly punctured site. However, the ra lead became unclean after being explanted due to re-insertion attempts at newly punctured site, and therefore, was replaced with a different lead. No patient complications have been reported as a result of this event.